Event description:
Caller reported an issue related to updating time, personal profile, or biq/ciq settings, which resulted in the blood glucose level displaying as "low." Specific glucose value was unknown. Caller consumed carbohydrates to address the low blood glucose. Tandem technical support assisted with updating basal rate settings and advised the caller to consult with their healthcare provider after making setting changes. Caller understood and acknowledged the guidance.